Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. No lead characteristics were identified that would have caused or contributed to the reported pneumothorax.

Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pace impedance measurements and increased/high pacing thresholds during post-implant interrogation. Shortly thereafter, the patient underwent a second procedure during which the physician was unable to retract the lead helix. During the process of removing the lead, the patient experienced a pneumothorax requiring temporary drainage. The procedure was completed as the physician was able to place an alternate ra lead. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report updated at that time.

Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pace impedance measurements and increased/high pacing thresholds during post-implant interrogation. Shortly thereafter, the patient underwent a second procedure during which the physician was unable to retract the lead helix. During the process of removing the lead, the patient experienced a pneumothorax requiring temporary drainage. The procedure was completed as the physician was able to place an alternate ra lead. No additional adverse patient effects were reported.